Event description:
It was reported that "patient was broached with a 5.5 broach, 5.5 stem was placed and sat proud by about 5mm. #5 stem was put in place and it subsided below osteotomy. Second 5.5 stem was implanted and felt to be at proper height."